Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had hardware low level failures error. The blood glucose was 373 mg/dl at the time of the incident and pump was not delivering insulin correctly. The current blood glucose was 306 mg/dl. The customer was hospitalized on (B)(6) 2018 due to high blood glucose. Customer reported the following symptoms related to their high blood glucose was nausea. Customer wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer also reported insulin flow blocked alarm. Did self-test and hardware low level failures error occur. Fill cannula test did and which was passed, insulin exited as normal. Customer was able to complete pump rewind. Did self-test which did not pass. Error table indicates the pump should be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, pump error alarm confirmed in the insulin pump history due broken trace on keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, serial number label fading and minor scratched lcd window.